Manufacturer narrative:
Quality assurance product analysis received and examined the returned low pressure connector tubing (lpct) assembly. Two particles were identified as degraded resin from the tubing extrusion process. The particles were partially connected to the inside wall of the tubing and measured 4.5 mm by 1.5 mm and 3.5 mm by 1 mm respectively. As the particles were partially embedded into the tubing wall, there is a potential that they could potentially fragment while under pressures typically generated during an injection. Therefore, due to possible fragmentation, the potential of injection into a patient exists. Our investigation determined that the particulates noted in the lpct were introduced during the manufacturing process and were not detected upon receipt of the product from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Manufacturer narrative:
Ased on the limited information, we are unable to determine the root cause of the unknown particulate at this time; however, the product is scheduled to return to (B)(6)for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
A bayer representative reported the following: after opening the stellant CT syringe kit and while priming the low pressure connector tubing (lpct) for injection, a foreign body was seen in the tubing. The site elected not to use the tubing. No injury or adverse event was reported.